Event description:
The patient reported he is receiving an e10 (cartridge error) alarm on his insulin infusion device. He stated, he goes to the "change the cartridge" menu and the display shows the piston rod is retracting, but the piston rod does not move. The patient said the device will eventually show the e10 alarm instead of displaying the 315 unit screen. He stated, the piston rod is completely retracted and will not move. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.